Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: 4159277, 02-010-01-0335, logic femoral ps cem right sz 3.5. 4310841, 02-012-45-3535, lgc tibial fit tray cem sz 3.5f / 3.5t. 4255165, 200-02-38, three peg patella 38mm. 4331288, 204-32-01, fluted stem extension 11l x 12 mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, who had an initial right total knee replacement on (B)(6) 2016, and was implanted with an optetrak logic cr tibial insert, size 3.5, 9mm made of polyethylene, underwent a revision procedure on (B)(6) 2021, approximately 4 years 10 months post the initial procedure. The patient was diagnosed with a failed right total knee arthroplasty and right knee instability. Upon information and belief, the loose components in the patient¿s right knee were due to premature polyethylene wear of the tibial insert. Additionally, it was reported that following the revision surgery, the patient continues to be limited in his activities of daily living. Despite undergoing revision surgery, the patient experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life. No device returns anticipated due to this being a legal case. No further information.

Event description:
Additional information- revision operative report of (B)(6) 2021- postoperative diagnoses: failed right total knee arthroplasty; right knee instability. With computer-assisted navigation to a hinged prosthesis. Patient revised to competitor¿s devices. Operative indications: patient has loosening of the components as well as failure of the polyethylene. This has resulted in a gross instability of his joint. This includes an increase in laxity with varus and valgus stress as well as hyperextension deformity. Intraoperative findings: the patient had a 16-degree hyperextension deformity. There was gross laxity with varus and valgus stress. He had gross loosening of the femoral component. Substantial debris and synovitis was noted in the joint. They were able to extend the joint to a neutral-neutral position. Full range of motion was regained. There was excellent tracking of the patella within the groove. The femoral component was able to be removed simply by hand. The polyethylene was able to be levered out. There was gross poly wear. The patellar button had minimal wear secondary to substantial scar tissue and was well fixed. The tibial component was removed. The femoral and tibial areas were grossly debrided of any loose debris and cement. Devices were trialed and implanted. Patient was awakened from his general anesthetic and transferred to the recovery room in stable condition. No other information available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: investigation results: the revision reported was likely the result of a combination of prosthesis wear and aseptic loosening between the femoral component and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contributions of loosening, prosthesis wear, and instability to the sequence of events cannot be determined as the devices were not available for evaluation.